Event description:
It was reported that patient developed a wound infection in her chest from the chest incision after the implant surgery. Patient¿s wound had opened a bit and there was visible drainage from the incision site. The neurosurgeon prescribed antibiotics for the patient, and when patient was seen at a follow up, her wound was completely healed. Generator was reviewed for sterilization per the DHR and confirmed it was hp sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device return and evaluation would not be necessary as it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B2. Outcomes ¿ correction ¿ inadvertently did not include hospitalization on initial MDR. B5. Describe event - correction - inadvertently did not include device explant and hospitalization on initial MDR. D6b. Explant date ¿ correction - inadvertently did not include device explant date on initial MDR f10. Health effect ¿ impact code ¿ correction - inadvertently did not include f1903 and f08 on initial MDR h10. Type of investigation ¿ correction - inadvertently did not include b17 on initial MDR.

Event description:
Additional information was received that generator or patient was explanted and following surgery was admitted to the hospital. No additional relevant information has been received to date.